Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076, implantable pacing lead, 2003 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was experiencing high thresholds. The lead was left in place and remains in use. No patient complications have been reported as a result of this event.